Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the first year or so it was great, they thought their life had been saved but then it slowly started happening where they were not having as good control, their urgency was coming stronger and now they felt like everything was not right, and none of the settings they had were working. Patient said they talked to their doctor who thought they might have a uti, they did a test and did have a uti so they took two rounds of antibiotic and their second test came back negative but the symptoms have not improved so the doctor told them to call. Patient also said they have been having a poking pain like a wire poking their skin, that comes and goes, cramping in the lower part of their abdomen when they sit down and frequency and urgency was coming back. Patient confirmed they have not had any other medical tests or procedures, no falls or traumas, they had a heart stress test. They've been keeping a diary, they had been on 2.6 and increased to 2.9 but did not notice improvement after making their setting higher. Pt said they have tried all 7 of their programs, 2 of their programs did not provide any symptom improvement. Reviewed therapy effect, stim sensation information, the option to turn therapy down, off or change the program to evaluate if the poking /cramping may subisde and the option to have other programs added in. Redirected to their healthcare provider. The patient also mentioned they turned therapy off all the way off in january and they left it off for 11 or 12 days but they did not recall if they had cramping and poking during that time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.